Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection confirmed the reported condition as hair sealed between the manual addition port body and the cover. The hair was not exposed to the fluid pathway or the port plug. The manual addition port body/cover is a supplier manufactured component; therefore the contamination was determined to have originated at the supplier. A supplier corrective action has been initiated. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review found the lot met release criteria. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a hair was found inside a tpn bag prior to use. There was no patient involvement or adverse event reported. No additonal information was provided.